Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was unable to confirm the reported issue. The monitor worked as intended and no trouble was found with the device. The exact cause for the reported issue could not be established.